Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported multiorgan failure, gastrointestinal bleeding, outflow graft obstruction, pneumonia, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure and right heart failure), death, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Heartmate ii lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure. It was reported the outcome was device related. The patient was admitted with pneumonia and abnormal heartmate ii parameters, with concern for thrombosis or outflow graft obstruction. Initially unable to perform computerized tomography (CT) scan secondary to patient developed renal dysfunction and gastrointestinal bleeding. CT scan was eventually performed and revealed tight stenosis of the outflow graft near the aorta. The patient cardiac arrested during CT scan and was resuscitated. The patient was placed on veno-arterial (va) extracorporeal membrane oxygenation (ECMO). The patient developed renal failure and worsening lung function. The patient was supported with high dose inotropes. The family decided to withdraw support.